Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model faf08050 endovascular stent graft allegedly experienced migration of device. This information was received from one source. The malfunction involved a patient with no consequences. The age and weight were not reported for the patient involved. The reported patient was male.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was returned for evaluation and the investigation is inconclusive for the alleged stent migration. A definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model faf08050 endovascular stent graft allegedly experienced migration of device. This information was received from one source. The malfunction involved a patient with no consequences. The age and weight were not reported for the patient involved. The reported patient was male.